Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, noise could be noted which could be reproduced when the patient contracted his chest muscles. The device was reprogrammed and would continue to be monitored. The patient was in stable/good condition.